Event description:
Ous MDR - boston scientific received information that this right atrial lead presented with loss of capture at maximum outputs and it was noted that the lead had dislodged. A revision was performed several days later and this ra lead was successfully replaced. No additional adverse patient effects were reported. The ra lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is; therefore, based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.